Event description:
When the tongs of the forceps were extended, the jaws severed the patient's tube.

Manufacturer narrative:
Analysis found that the device was received in the #1 fire position with 2 bands on inner shaft. Both tongs appear smooth and polished with no nicks or sharp edges. Some nicks can be seen on the ID of the inner shaft. Deployed the bands that came on the device, both deployed one at a time as designed. Disassembled device, all parts accounted for, no forced knotched seen in the trigger slide. Could not confirm this product complaint, the device worked to manufacturer's specifications.